Event description:
Allegedly, patient revised due to recurrent instability. (Right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The complaint database has been reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2014-01841, -01842, -01843, -01844, -01845. Report will be updated when investigation is complete. Trends will be evaluated.